Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (overheating) is still under investigation. A root cause analysis is currently underway. A supplement report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he changed his batteries and he felt the vibration on his back, then he smelled something burning. The pt was provided with a replacement monitor and battery packs.